Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2010 due to a loosened femoral component. The femoral component and tibial bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected revision date.

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to a loosened femoral component. The femoral component and tibial bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay correct product identification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."